Event description:
Qv sars otc: customer stated they got some blood on the swab--tss provided guidance.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: insufficient info. Source: phone: (908) 672-4232.

Manufacturer narrative:
Updates made: b4; date of report ; updated to today's date. G6 ; follow-up 1. Updates to manufacturers narrative: investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.